Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer initially had thought that the table shifts were in the wrong direction. Elekta reviewed the mosaiq logs and found that mosaiq worked as designed and intended. Mosaiq did not malfunction.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that there is an issue with cb in image review in mosaiq. Incorrect offsets applied to cbct and customer states incorrect offsets were applied upon reviewing/approving the cbct. Based on the available information there has been no actual mistreatment.